Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1102 : this complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction has occurred where vessel injury occurred after all planned devices were delivered and implanted through the dryseal sheath. Neither images enabling direct assessment of product performance nor the device itself, which was discarded by the user, were returned for evaluation. The reported information indicates the access vessel had diameters from approximately 6.5mm to 9.0mm, and the 24fr sheath has a nominal outside diameter of 8.8mm. The dryseal sheath instructions for use (IFU) advise careful evaluation of vessel size, to ensure the vessel can accommodate the sheath, to avoid vessel damage. The cause of the reported access vessel damage is, therefore, attributed to unintended use error related to use of a sheath too large for the access vessel. IFU statements the dryseal sheath device IFU was reviewed with respect to the complaint detail for the applicable region and time period. The following IFU statements were identified in relation to the complaint. Warnings on applicable subjects (patients) 1. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter (table 1) or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result. Instructions for operation or use [sheath preparation]. 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for chronic type b aortic dissection using non-gore stent graft (najuta thoracic stent graft system), gore® tag® conformable thoracic stent graft with active control system (tgm343415), and gore® dryseal flex introducer sheath. A 24fr sheath was inserted from the right side. After all planned stent grafts were successfully implanted, vessel injury was observed in the right external iliac artery by angiography. A stent graft was implanted to repair the injury. Reportedly, the access vessel diameter was around 9 mm overall but was 6.5 mm in bends. The physician reportedly stated as follows: in order to insert the najuta stent graft, the 24fr sheath (not a 22fr sheath recommended for tgm343415j) was used. There was some resistance during insertion of the sheath.